Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm. On (B)(6) 2025, it was reported that the patient uses ilet beta bionics pump in modified closed loop. The cgm was 80 mg/dl and the bg was not checked. The patient was very weak, tired, and shaking. The reported high bias inaccuracy directly impacted the pump insulin delivery. An ambulance was called by "reliable beta bionic." She was taken to the hospital. Treatment of symptoms of hypoglycemic shock were not remembered. While in the hospital, she was treated with basal and bolus insulins. She was discharged after 2 days and was frustrated during the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.